Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert 38 while performing a meal announcement, with only 4% of the dose delivered, consistent with a failure to infuse associated with the pump motor; the user had attempted multiple restarts, then completed a dry run and a full supply change with guidance, after which insulin delivery resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified during troubleshooting, with the medical device problem characterized as failure to infuse and the implicated device component being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.